Event description:
It was reported that the whisper guide wire caught in the guiding catheter, and when removed from the patient it was found that the distal tip end was fractured and seperated. The seperated portion was found in the guiding catheter. There was no patient injury or effect.